Event description:
It was reported that while using the surgical fiber during a prostrate procedure, the fiber tip burnt at approximately 1 minute into the procedure. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the fiber cap was found to be attached and intact, however, bent and drilled through; detritus, devitrification and thermal damage of the cap region was also observed. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation/user handling due to tissue contact and/or technique and anatomical/ procedural factors encountered during the procedure, limiting the performance of the fiber.